Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports. (B)(4).

Event description:
It was reported that after deploying cinchlock ss anchor, a thin wire stayed connected to the implant.

Manufacturer narrative:
Alleged failure: pull wire stuck in anchor. Probable root cause: design: poor mechanical advantage of locking feature. Materials of inserter locking mechanism cannot withstand user locking forces. Manufacturing: locking mechanism not manufactured or assembled to specification. Incorrect heat treatment applied. Application: not enough force applied. User unfamiliarity with device. The product was not returned for investigation therefore the reported failure mode was not confirmed. The failure mode will be monitored for future reoccurrence . (B)(4).

Event description:
It was reported that after deploying cinchlock ss anchor, a thin wire stayed connected to the implant.